Event description:
Patient reported being injected with one syringe of unknown juvéderm product in the lips. Approximately three months later, patient experienced throbbing, swollen, hard granulomas on the top and bottom lip and on the vertical lip lines. About three weeks later the patient was treated with steroids. Patient has history of allergy to bee stings. Patient concomitantly takes ¿a lot of herbs for wellness¿. The symptoms are better but remain to be ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.